Event description:
Used the gia during a left partial upper lumenctomy. While the surgeon was firing and cutting, the pusher thumb piece fell off. The stapler had to be dismantled to remove. A tear was noted in the pulmonary artery. A "ta" was then used and positioned half way down. The doctor went to open the "ta" to reposition and was unable to open. The "ta" was fired and after firing, would not open. When trying to remove, it caused a second tear in the pulmonary artery. A second "ta" was used to finish the staple line without any problems. The tears were repaired with prolene. There was approximately 1 liter of blood loss.